Event description:
A report was received from (B)(6) with information stating that an 840 ventilator had a display where the lower part had striped lines during use. There was no patient harm reported. The ventilator didn't stop cycling and the device was replaced.

Manufacturer narrative:
The device has not been made available for evaluation. Should additional information become available, a supplemental report will be submitted. (B)(4).